Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he had issues with no delivery alarms and now she was switching to a different infusion sets. Customer declined being transferred for troubleshooting assistance. No further information reported.